Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the symptom delayed keypad response, determined to be caused by a failed processor printed circuit board. The delay was observed to be approximately 3 seconds. The failed processor printed circuit board was replaced.

Event description:
During a baxter eval of a spectrum infusion pump, it was found that the device had a delayed keypad response. There was no pt involvement.